Manufacturer narrative:
The initial reporter's zip code is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the unit will not suction. The tubing will not stay attached to male wicks. Walked through t/s reset float valve unit also failed water cup test. Discussed placement auth purchased unit through another supplier she will call to replace unit if issue persist. Exchanging accessory kit purchased on 09/30/25. Bio box needed from filed assurance (for kits/wicks only). It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. Fa please send bio haz box.

Event description:
It was reported that the unit will not suction. The tubing will not stay attached to male wicks. Walked through t/s reset float valve unit also failed water cup test. Discussed placement auth purchased unit through another supplier she will call to replace unit if issue persist. Exchanging accessory kit purchased on 09/30/25. Bio box needed from filed assurance (for kits/wicks only). It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. Fa please send bio haz box. Per additional information received via email on 21oct2025, the unit was purchased through carewell 6 months ago. Customer was instructed by another company that had called several times asking if they had leakage problems. They told them then the unit was not suctioning properly. They informed customer that they were not the company customer purchased the unit from, and I would need to contact carewell. That is what they did. Carewell replaced the unit as it was under warranty. Everything is good now. The defective unit was thrown away.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.